Event description:
The pt was seen at the implant center for device eval in march 2000. Testing at the center confirmed that the device was no longer functioning. Revision surgery has not yet been scheduled. The child will be reimplanted with another clarion device.